Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was getting a thoracic/lumbar scan and the MRI was partly due to the implant. The patient stated they have radiculopathy/back pain. The patient stated things ¿were not right and keep popping out.¿ the patient stated when they turn stimulation on, it doesn't stimulate the skin, but bulges the back. The patient stated they turned and ¿it felt like everything ripped.¿ the patient stated it was on the left side where the ins was located, and they ¿felt something snap and it never felt right.¿ the patient said it feels like lava, and when they push on the lump, it gets stronger and felt like a shot up the spinal cord. The patient stated whenever they use or charge the ins, they get nausea and throws up. The patient noted their body rejected dermal implants in their arms for pain. The patient stated the healthcare professional (hcp) said they were very sensitive to pain. The patient said the implant ¿irritates the nerves too much because of damage.¿ the patient stated one hcp said his nerves probably couldn't handle the implant, but a different hcp implanted and managed the device. No further complications were reported.